Manufacturer narrative:
Report source : foreign (B)(6).

Event description:
Information was received that a smiths medical sacett suction above cuff et tube the customer noticed that the inflation line was damaged 5 days after starting to use the product, the air route to the pilot balloon was broken. No adverse patient effects were reported.

Manufacturer narrative:
Four photographs were returned for evaluation. A cut in the inflation line was noted upon visual inspection of these. Additionally, one endotracheal tube was returned for evaluation. Upon visual inspection of the device, the sample was noted to have a cut in the inflation line. Production personnel perform a 100 percent visual inspection of the inflation line, and perform leak testing. This complaint has been confirmed, and the most probable cause of issue has been determined to be that the device became damaged after it left smith medical facilities.